Event description:
It was reported the patient had his artificial urinary sphincter cuff removed on (B)(6) 2018 due to unspecified reasons. A new artificial urinary sphincter 4.0 cm cuff, a control pump with iz, and a 61-70 cm pressure regulating balloon (prb) were implanted. The old prb is left in situ with a deactivation plug. No patient complications were reported in relation to this event.